Event description:
It was stated that the customer was hospitalized for high blood glucose levels and nausea with a reading of 733 mg/dl. It was stated that the customer gave himself less insulin than he should have for what he ate. It was also stated that the customer was re-using the insulin pump supplies and was using expired insulin. The educator could not troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.